Manufacturer narrative:
Additional information received indicated incorrect device originally reported. Reference for correct device information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative (rep). It was reported the ins is direct connected to the lead. The rep reported during the or, impedances were showing >10k ohms on all contact pairs. The rep stated the impedance reading showed >10k ohms on (B)(6) 2018. The caller increased electrode impedance voltage to 3v. The rep reported all contact pairs were showing > 40k ohms. An x-ray was suggested. The rep called back and stated they performed programming and patient reported feeling appropriate stimulation at 3.5v. The caller reported the patient felt stimulation on the right and had some left leg coverage which is what the patient wanted. The rep reported using contact 4-7 but did not have the therapy impedance. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had high impedances on all electrodes. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the high impedances was not determined. There will be no further actions taken to resolve the issue, and the issue has not been resolved. Information was confirmed with physician. No further information was reported.